Event description:
Complainant alleged that while defibrillating pt; the pt received slight skin burns while using electrodes pads. Complainant indicated that the electrode pads were discarded and are not available for eval.